Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the complaints reported for this product family found a neutral trend for the period of may 2008 to july 2008.

Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that approx 3 weeks post an rx wallstent permalume 10mm x 60mm stent placement in the distal common bile duct (cbd), the pt experienced stent migration and recurrent obstructive symptoms. The pt underwent a stent removal procedure at which time it was noted that the stent had migrated to the duodenum. The stent was removed utilizing an unspecified snare device. An unspecified plastic stent was placed. The pt's condition resolved with stent removal and replacement with the plastic stent. It was further noted that at an unspecified time later, the pt went on to surgery but the tumor was deemed unresectable.